Event description:
Boston scientific/medi-tech 8mm x 21mm wallstent with a monorail delivery system failed upon deployment at the point where a 8mm x 21mm wall stent was placed over the guidewire it was noted that the metallic marker from the distal aspect of the stent device had fragmented from the catheter & actually encircled the mid-aspect of the wall stent that was fully deployed. This also entrapped the central introducer portion of the wall stent device. A snare device was used to mobilize-remove the stent. May have sustained probable intracranial hemorrhage causally related to device failure.